Event description:
Terumo medical received a user facility medwatch report # (B)(4) on may 7, 2019. The event description states: "prior to this incident, there was an issue with another angio-seal device, which was not used on a patient, but was noted to be broken upon opening the package".

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information, to provide the device return date. Patient identifier (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. See MDR 3013394970-2019-00341 that was submitted for the complaint which the uf medwatch was submitted for that involved a different patient. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update device evaluated by MFR, and to provide the completed investigation results. One 6f angio-seal vip was returned for product evaluation. The sheath hub was mated with arteriotomy locator and broken pieces of the hemostasis sheath were returned for analysis. No other accessory components were returned. The hemostasis sheath hub was found to be mated with arteriotomy locator. The broken pieces of the hemostasis sheath were received separately. Microscopic analysis revealed that there was a yellow discoloration observed on the shattered sheath. The broken pieces of the sheath were examined and it shattered upon application of minor force. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. However, the quality system is investigating further.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that user wanted to use the involved angio-seal device for closure during a heart catheterization. The 6fr standard sheath was replaced with the angio-seal sheath and dilator. Upon insertion the angio-seal, the sheath cracked and unraveled and separated from the hub. The md immediately removed all of the device and held manual compression. Manual compression was a success. The blood loss was less than 250cc's. The patient was in stable condition. Additional information was received on april 23, 2019. A pre-deployment angiogram was performed. The physician never got to the actual device, only to when the sheath separated.